Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarm, which was observed during testing. During the evaluation, the downstream sensor current reading was above specification, causing the reported symptom. The downstream sensor was recalibrated to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device falsely displayed the downstream occlusion message. There was no patient involvement.